Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the sales rep's gryphon drill bit broke on the proximal end as it was put through the drill guide and they started drilling. The sales rep stated that no fragments were created and there was no debris in the patient. The case was completed with another like-device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The sales rep could not provide a lot number. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and inspected. The complaint can be confirmed. The drill stop of the device at the proximal end had been sheared off. It was also observed that there were multiple striations along the shaft of the device, and the laser lines were heavily faded. The device is reusable, and the lot number is not etched on the device suggesting that it is at least 3 years old per the drawing revisions. This type of failure is typically due to fair wear and tear after reuse of the device over the course of many years. Given the cosmetic appearance of the device, it is also possible that the user operated the device off angle inside the guide device, causing the striations present thus causing further wear and tear. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).